Event description:
It was reported that the c-arm has rotated on its own due to a sticking right-side c-arm rotation switch. A mammo tech was struck by the c-arm. The technologist experienced a headache, lump on her head, and neck pain. No medical intervention was required. It was noted that another technologist experienced the switch sticking while raising and lowering the c-arm the day before this event, but did not call to report the issue at that time. A field engineer was dispatched to the site and both the right and left switch assembly was replaced. Once this was completed the system was working as intended.